Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was malfunctioning, in that it would not power properly. Handheld was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and the cause for the complaint was found to be associated with a broken solder connection near the main battery terminal. The broken solder connection prevented the main battery from making good electrical contact with the pcb. The handheld most likely could not start up as a result of the poor connection between the main battery and handheld.